Manufacturer narrative:
The soft cannula was in the deployed state when the device was received with the formed needle exposed. Investigation found the hard cannula not sitting in the slide retract which had fully retracted. Damage was found on the slide retract where part of the hard cannula would normally sit in. Found damage to the distal tip of the soft cannula. The timing and cause of the damage are unknown. Fluid passed through the distal tip of the soft cannula upon rotation of the ratchet gear.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation.